Manufacturer narrative:
Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. The seal had been bent, resulting in a gap at the hemostasis cap. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bent seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
Related manufacturing reference: 3005334138-2023-00434 during a percutaneous coronary intervention procedure, a blood leak occurred. The device was exchanged with another introducer from the same lot, and the same issue occurred. The sheath was replaced with an 8f sheath and the procedure was completed with no adverse consequences to the patient. There was no clinically significant delay in the procedure.